Event description:
In 2005 around 1 am following message passed to the call center from the hosp that low pres, disc/sence alarm never stop. A person from the branch distributor contacted the hosp so that they could try to test it by using a test lung, but hipres alarm rang, hw fault occurred, something abnormal displayed, and repeated on/off several times, could not turn off even though pushing the power switch. The instrument repeated on/off and could not turn off its power switch. It was unable to operate a panel switch when the person from distributor arrived at the hosp. Confirmed no injury to the pt. Because of the power switch problem, they could not confirm the event trace.